Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box d. The following correction has been updated in this report. In box d: model number, catalog item identifier and product UDI were corrected. In box h: problem code, remedial action initiated and recall (z) number was updated in this report.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient is alleging of respiratory tract irritation, dizziness and/or headache, nausea and vomiting. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.